Event description:
It was reported that the ilet would intermittently power off, the device clip was not securing the unit leading to frequent drops, and a rattling noise was present suggesting an internal loose component. Symptoms included no reported clinical effects. Outcomes included no functional impairment to the user and no medical intervention. Investigation included remote troubleshooting and education. Investigation of this case revealed a suspected mechanical integrity issue in the device housing or internal assembly consistent with intermittent power loss and a compromised external attachment clip. It was concluded, based on previously established findings for similar reports, that the cause was device component failure due to physical damage from repeated drops.